Manufacturer narrative:
Additional information was received that there will be no further course of action will be taken at this time.

Event description:
A report was received that the patient stated that he had a broken femur from a fall. It was believed that the devices were causing health issues that might be causing the patient to lose balance and had caused the patient to have a fall.

Manufacturer narrative:
(B)(4). Date of event: (B)(6) 2016. Additional suspect medical device components involved in the event: model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm.

Event description:
A report was received that the patient stated that he had a broken femur from a fall. It was believed that the devices were causing health issues that might be causing the patient to lose balance and had caused the patient to have a fall.

Event description:
It was reported that the patient had a broken femur from a fall. It was believed that the devices were causing health issues that might be causing the patient to lose balance and had caused the patient to have a fall. Additional information was received that the patient underwent a lead explant procedure. The lead was returned, cut and damaged.